Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's daughter called and reported that the patient felt knot lateral to pacemaker's pocket and felt muscle soreness and was tender to touch. A soreness or pain is an indicative of infection. There were no additional adverse patient effects reported. The pacemaker remains in service.